Manufacturer narrative:
(B)(4). Date of implant is unknown, reported as approximately five months prior to explant, 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with a right femur retrograde nail and three (3) locking screws approximately five (5) months prior to explant. Patient reported falling off a horse on (B)(6) 2017. Unknown tests on unknown date revealed a fracture above the nail at the greater trochanter. Patient was returned to surgery on (B)(6) 2017 where surgeon removed all hardware intact. Previous fracture had healed. Patient was revised to a trochanteric femoral nail-advanced (tfna), helical blade, and two (2) distal interlocking screws. Procedure was completed successfully with no delay, patient status reported as stable. This report is for one 5.0mm locking screw this is report 3 of 4 for (B)(4).